Manufacturer narrative:
Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Health professional reported an unknown side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: three openings curved in the anterior and flat creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified: three openings curved striated assessed as surgical damage. Based on the device analysis the final assessment is: three openings curved striated assessed as surgical damage.

Event description:
Additionally health professional reported "rupture of right breast implant during insertion", surgery was successfully completed with a backup device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy.

Event description:
Additionally health professional reported "rupture of right breast implant during insertion", surgery was successfully completed with a backup device.